Event description:
The patient had an MRI done and, while in the scanner, felt the pump pocket get hot. The "MRI was apparently working intermittently that day." At a later refill, the actual reservoir volume was found to be 17.5cc and the expected was approximately 12cc. The pump was in a stopped pump mode and the hcp reported a rotor stall. The patient was supplemented with oral medications until the pump was replaced. After the surgery, the patient is reported to have recovered without sequela.

Manufacturer narrative:
B5 - additional information from the hcp reports the pt had been experiencing a loss of effect. The hcp did a rotor test. The results were not reported. The pump was explanted and replaced on 02/24/2006. The pt outcome after the replacement surgery was reported as resumed therapy. B6 - rotor test - date and results not reported. H6 - device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.